Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alert. The blood glucose was 548 mg/dl at the time of the incident. The insulin pump will be returned for analysis. The drive support cap is protruded. Customer completed troubleshooting and will replace pump. Customer declined troubleshooting of the high blood glucose. Customer advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.